Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. After speaking with the customer, the customer confirmed that the issue had already been resolved on their side without needing additional assistance. All functions were tested by the tc and verified to be working with no issues. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed, but could not be ruled out as occurring at the time of the event. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was a delay in system when alarming. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.